Manufacturer narrative:
In this case, the returned device analysis confirmed the reported deformed soft tip (deformation due to compressive stress). Failure to advance could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and a cause for the reported failure to advance resulting in soft tip deformation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) had resistance advanced through the patients femoral artery. When the sgc had advanced through the patients anatomy to the right atrium there appeared to be a an abnormality on the device. The sgc was retracted, once outside of the patient the device was examined and it was determined that the tip of the sgc had been bent. A new sgc was selected and inserted within the patient and a mitraclip was implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.